Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A record review showed that there were no issues related to this issue on the product nor its components during the manufacture of the material. A corrective actions cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. The customer complaint cannot be confirmed based only on the information provided, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. If the device sample becomes available, this investigation will be updated with the evaluation results.

Event description:
The complaint was reported as: the customer alleges that the tubing on the device that connects with the mask comes off during use. No report of a pt injury.